Event description:
It was reported that a malfunction occurred on the customer's insulin pump. The issue caused the customer¿s blood glucose level to exceed 500 mg/dl, reading only as "high." To address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support provided the customer with pump reset information and assisted with the reset, but when the malfunction code recurred, they decided to send a replacement pump. The replacement pump was sent with updated software and training available on the tandem source account. The customer acknowledged the instructions to store the problematic pump and return it using the provided return box and pre-paid label within 10 days.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by multiple daily injection (mdi). Technical support assisted the caller in resetting the pump, and malfunction code did reoccur. Cts to replace pump, the customer continued to use a backup insulin pump.